Event description:
The customer reported that false positive cardiac troponin (accutni) results were generated on the unicel dxc 600i synchron access clinical system for one patient. The initial accutni result was elevated and above the acute myocardial infarction (ami) threshold of the assay. Upon repeat on the same instrument, the repeat result was also elevated and above the acute myocardial infarction (ami) threshold. The repeat, erroneous accutni result was reported out of the laboratory. The patient was transferred to, and assumingly admitted, to another facility based upon the erroneous accutni result. The patient was redrawn and the second result was "negative". The original sample was subsequently repeated on the original instrument. The repeat result was "negative". The customer indicated that additional assays were tested from the original sample. While some of the results were abnormal, they were repeatable and hence not regarded as erroneous. The sample was a fresh sample, collected in a lithium heparin plastic tube without gel separators. It was inverted prior to testing. Quality control results generated approximately one hour after the event recovered within the customer's established specifications. No actual patient results were provided by the customer.

Manufacturer narrative:
Service was not dispatched to the site as the customer declined service. A definitive root cause for this event has not been determined to date.